Event description:
Davinci 8mm monopolar curved scissor tip became bent at a 90 degree angle while in patient. Tip unable to be straight out,whole instrument removed with trocar from patient. No injury noted to patient.